Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's (lm) investigation. The subject device was evaluated by olympus, and the reported failure was not reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. This supplemental report includes an update to d9 and h3 from the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number: 2429304-2024-0000441. This report is related to (B)(4). Male was inadvertently selected and could not unselected. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a screening colonoscopy, when angulating the scope, it would lock. The physician was thus unable to disengage during removal of a polyp, causing the colon to tear/perforate. Due to the perforation, the patient had to have a right hemicolectomy. The physician stated that the colon was not insufflating during the procedure, and it was unclear if the insufflator malfunctioned or if there was a problem with the scope, or if it was something else. Additional information has been requested multiple times but not received.